Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a procedure of upper digestive tract, three devices were used. Seal & cut short circuit error occurred on three devices. The intended procedure was completed. There was no patient injury reported. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the coating for electric insulation of the grasping section was partially missing on the 1st device. On february 20, 2020, omsc found that the probe was broken off, and the coating for electric insulation of the grasping section was partially missing on the 2nd device. Omsc received additional information that the probe was not broken off before shipping to omsc. Therefore omsc judged that the probe was not broken off during the surgery. Omsc found no malfunction which might cause deaths or serious injuries on the 3rd device. This is the report regarding the missing coating of the grasping section of the 2nd device.